Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during the prime process and had a protruding drive support cap. The customer stated that he had not pressed the drive support cap while he was connected to the insulin pump. The customer's blood glucose was 120 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.